Event description:
This event was reported as valve explanted due to an aortic aneurysm. No response to inquiries to surgeon asking if device caused or contributed to serious injury (aneurysm). This event being reported due to no reasonable conclusion could be drawn that the product did, or did not, cause or contribute to serious injury. No further info was provided.